Event description:
It was reported that the patient passed away peacefully due to natural causes in her sleep. The funeral home reported that the patient was buried, and the vns device was not explanted. No other relevant information has been received to date.